Event description:
The clinician sustained a needle stick after inserting the device. The clinician had placed the used device on a table, and, when she picked it up, her thumb sustained a needlestick. The user reported that she thought the device was locked. The device was discarded. The user was treated with the administration or first aid and a tetanus booster.